Manufacturer narrative:
A check of the device history record of the lot number in question was performed. In conclusion the review of all history records did not reveal anything out of the ordinary. The cannula device in question was not replaced during the patient treatment. The claiming customer stated that the air was resolved and then stopped appearing in the venous line. Therefore the customer had not to react by changing the flow rate. Furthermore no kinks were observed neither on the tubing set nor on the cannula. No abnormalities were noticed when positioning the cannula. In addition it is not known which imaging technology was used when the advancement, positioning and placement of the guidewire and cannula was done. In addition it was confirmed that there was no problem with the oxygenator observed as well as the tubing set used was not a maquet product. According to additional information received the cannula in question is not available anymore. According to the information provided by one of maquet's therapy application managers based on the information available to the manufacturer at this time a clinical evaluation cannot be performed. The parametric conditions are completely unknown and it is not known what was exactly happening. Since the review of the DHR did not show any abnormalities and the device in question was not returned to the manufacturer for evaluation as well as the information provided is insufficient a malfunction of the cannula device in question cannot be confirmed.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2016 11:53 am (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). The device has been requested for return; but not yet received. The device history record was reviewed for the reported lot number; with no abnormalities noted. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
During use, small quantities of air were noted in venous line at flows greater than 4 liters/minute. Additional information received on (B)(6) 2016. Oxygenator ruled out as source of air. Air is entering the circuit upstream of the oxygenator in the venous line. Tubing set is not a maquet product. Additional info received (B)(6) 2016- asked if the device swapped out and the reply was, the issue was resolved. The air stopped appearing in the venous line. (B)(4).